Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified popliteal artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture at 4atm upon first inflation. The device was removed without any problem by using the normal method and balloon pinhole was noticed. The procedure was completed with a different device. The patient was in good condition post procedure.